Event description:
It was reported that the patient was having pain near the anchor site. There were no device malfunction suspected. The patient underwent a spinal cord stimulator revision procedure wherein the leads were replaced as they were damaged during the procedure. The patient was doing well postoperatively and explanted devices will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, serial: na, batch: 26368988. Product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 7070761. Product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: 7070563.